Event description:
It was reported that the patient's battery life was ok, 50-75% in (B)(6) 2025 and now on (B)(6) 2026 the battery has reached ifi (intensified follow-up indicator) =yes, 8-15%. It is believed that the battery has drained quicker than it shouldn't. No known surgical intervention has occurred to date. No other relevant information has been received to date.